Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella rp with smartassist system section: using the automated impella controller with the impella rp with smartassist system catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella rp device for mechanical circulatory support. While on support, there were discussions of switching the patient to heparin in purge due to chest drainage. However, due to increased bleeding, heparin was not started and there was no systemic anticoagulation due to the bleeding issues. Flows were lower (1.9 at p7) but were increased to 2.3. The doctor was happy with the impella rp support. However, the doctor did not want to exchange the device at the time as there was loss of purge flow due to high pressure. The purge pressure dropped back down. The patient was successfully weaned from the impella rp and the device was explanted. The patient survived the explant.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.